Manufacturer narrative:
(B)(4). Concomitant medical products: 00500104400, multipolar cup, 61234703, 00712306658, tmars acetabular augments, 2409339, 437644061, durasul liner, 61175864, 00620207020, trabe metal mod cup multi-hole, 60077874, unknown, unknown optiflex femoral component, unknown, unknown, unknown head 28mm x 16mm neck, unknown, 00625006515, bone screw self-tapping 6.5 mm dia. 15 mm length, 61454699, 00625006515, bone screw self-tapping 6.5 mm dia. 15 mm length, 61526209, 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, 61515048, 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, 61547356, 00625006530, bone screw self-tapping 6.5 mm dia. 30 mm length, 61526237, 00625006530, bone screw self-tapping 6.5 mm dia. 30 mm length, 61563819, 00662406530, bone screw self-tapping 30 mm length 6.5 mm dia.m, 61458844, 00662406540, bone screw self-tapping 40 mm length 6.5 mm dia., 60732352, 00662406540, bone screw self-tapping 40 mm length 6.5 mm dia., 61013604, 00700007270, trabecular metalâ¿¢ acetabular revision shell, 60800973. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00369, 0001822565 - 2018 - 02456, 0001822565 - 2018 - 01521, 0001822565 - 2018 - 01522. Remains implanted.

Event description:
It was reported that the patient had underwent an irrigation and debridement procedure for evacuation of a hematoma as well as augmentation with cement of the polyethylene cup and posterior trabecular metal shell and cage. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that the patient had underwent an irrigation and debridement procedure for evacuation of a hematoma as well as augmentation with cement of the polyethylene cup, posterior trabecular metal shell and cage. Patient was kept on infection medication. All attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The follow up report is been submitted to relay additional information received. The complaint was confirmed based on the medical history record that was provided. Review of the device history record identified no deviations or anomalies would contribute to reported event. Multipolar bipolar cup liner is not compatible with unknown competitor¿s head. Multipolar bipolar cup shell is not compatible with durasul liner. The unknown 28mm head was reattached to the competitor¿s stem. A bipolar shell and liner were attached to the 28mm head. A definitive root cause cannot be identified with the information provided, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01522, 0001822565-2018-01521, 0001822565-2018-02456, 0002648920-2018-00369, 0002648920-2018-00523, 0002648920-2018-00525, 0002648920-2018-00526, 0002648920-2018-00527, 0002648920-2018-00528, 0002648920-2018-00529, 0002648920-2018-00530, 0002648920-2018-00531, 0002648920-2018-00532, 0002648920-2018-00533.